Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. There were no patient consequences.